Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned; however, there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of ventricular fibrillation and death, are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.75 x 48 mm xience xpedition stent was implanted on (B)(6) 2018 in the left anterior descending (lad) artery. There were no issues during the procedure. Post procedure, the patient was transferred to the critical care unit (ccu); however, ventricular fibrillation occurred and the patient expired. The reported cause of death was from the ventricular fibrillation. No additional information was provided.